Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No moisture damage on electronics and motor noted. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she was trying to bolus after the insulin pump was splashed by sea water, it alarmed button error and alarm could not be cleared. Blood glucose value was 95 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis. The insulin pump was replaced and returned for analysis.